Event description:
Device forming straight shots.

Manufacturer narrative:
The subject product is in the process of being evaluated. Therefore, no conclusion can be drawn at this time. A follow up will be submitted upon completion of evaluation.